Event description:
During an endoscopy procedure, the physician used a cook acrobat calibrated tip wire guide. The physician stated they were cannulating through an existing biliary plastic stent. When exchanging a sphincterotome, the wire guide got hung on the marker located at 5cm on the sphincterotome. The tech stated that after the exchange, they placed a snare over the wire guide and grabbed the plastic stent. However, the snare slipped off the stent grabbing the wire guide causing it to fray. No section of the device detached inside the endoscope or pt. The wire guide was removed and an olympus visiglide wire was placed. The stent was removed and the procedure was completed successfully with a biliary balloon sweep and a cholangiogram with no harm to pt. A section of the device did not remain inside the pt's body. The pt did not require any add' procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user to flush endoscope accessory channel and /or lumen of device with sterile water and for best results, wire guide should be kept wet. This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use for this product cautions the user that this product is compatible with non-metal tip devices. Use of the wire guide with metal to devices may compromise the integrity of the extent coating on the wire guide. The reported observation can occur if the wire guide was used with an incompatible accessory device. If add'l pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qc will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.